Manufacturer narrative:
Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. An attempt to evaluate the compatibility of the sheath and dilator observed a successful insertion. Under microscopic examination, damage was observed at the distal end of the dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft. Which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator. The reported allegation was confirmed though analysis.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation it was noted that the dilator tip was frayed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation it was noted that the dilator tip was frayed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.